Event description:
(B)(4). I have more health issues then the time submitted. I also have now been scheduled for my hysterectomy surgery in (B)(6) 2015 due to excessive pelvic pain and heavy bleeding. I have now developed very sensitive teeth and have now started going to the chiropractor in hopes it will relieve my neck and back pain as well as the horrible migraines I keep having to go to the ER for temporary relief. I have a huge patch on my back with raised bumps and my skin is peeling off it burns and itches like crazy. This has just started in the last few weeks and I have not changed anything I use. I cannot wear a bra for the last month or, so bc I also now a have a large lump under my arm pit and along my left breast.